Event description:
Customer reported the insulin pump having a button error alarm. Customer states that when she pressed the reservoir set up button, the button error alarm occurred. The blood glucose reading is 107 mg/dl. Advised customer to discontinue using the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had a cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.